Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm for no disposable and the pump said stopped. Troubleshooting was performed but the patient was unable to replace the cassette. The pump was powered off. Per the reporter, there were no patient adverse effects.